Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked top case, bottom case and right plunger case. The event history log confirmed a check clutch error occurred. Functional testing was able to replicate the reported issue; check clutch error was found during occlusion testing. The root cause was determined to be a combination of the lead screw and both clutch halves found old, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a travel course error. The event occurred during testing. There was no patient involvement and no patient harm.